Manufacturer narrative:
Additional information was requested from the patient, but none was provided despite multiple requests from clinical. Therefore, cynosure is unable to determine the device information such as a serial number to further investigate this complaint or perform a device analysis. Cynosure also cannot determine the device used based on the medwatch report. Cynosure is reporting this event out of an abundance of caution and based on the information in the medwatch report stating the patient experienced adverse effects and sought medical intervention.

Event description:
Medwatch report #mw5099296 was received with report that a patient underwent a monalisa touch treatment and experienced pain and bladder infections. The patient was seen by a urologist who determined the patient does not have any more lining in her bladder. Patient states to have bladder infections including a resistant bacteria and can no longer have intercourse.